Event description:
It was reported that on 05 september 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40528r1095) was chosen for implantation. During placement after first grasping, the anterior gripper became stuck in the anterior leaflet and they were impossible to separate with troubleshooting. During troubleshooting, the gripper line broke. The posterior leaflet was unable to be grasped so the clip was deployed only on the anterior leaflet (single leaflet device attachment (slda)). An additional clip was placed to stabilize. The procedure ended with mr reduced to grade 2-3. There was no tissue damage observed and there was no clinically significant delay. Patient was reported to be stable and discharged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of gripper arm and broken gripper line were due to procedural circumstances. The reported foreign body in patient was a result of the entrapment of gripper arm. The reported unexpected medical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.